Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and failed. Functional testing was performed and there was no failure detected. Performed share log review and fatal error confirmed in log. The customer complaint was confirmed because the device displayed a fatal error on the log.the reported event of transmitter failed error was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/26/2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data investigation confirmed a failed transmitter error that occurred past expected transmitter lifespan. The root cause was determined to be a low transmitter battery that lead to a transmitter failure.